Event description:
(B)(4). It was reported that the patient experienced mesh erosion and that surgery for its removal was desired. Reference voluntary report: (B)(4).

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials.(B)(4).